Event description:
Information received from medtronic indicated that the customer was unable to enter the automode and the insulin delivery was suspended during basal. The customer reported a pump error alarm. The customer experienced low blood glucose of 69 mg/dl. The customer treated the hypoglycemia with food. No further patient complications were reported. Troubleshooting was performed. The product will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.